Event description:
The device was used during a colo rectal procedure. Reportedly, the staples did not form properly. The surgeon resected the application site and applied another instrument to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
The reported condition was confirmed and attributed to improper clearance between the push bar and the "dimples" internal to the frame assembly. The vendor has been notified of the reported condition. The dimensions of the push bar and frame assembly are now reviewed upon receipt from the vendor.